Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. The reported problem was verified by functional testing. Found device not recognizing a cassette when it is attached during investigation due to a faulty latch lock optical flex circuitry. Replaced latch lock optical flex to correct the issue. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump did not detect cassette. There was no patient involvement and no patient harm/no adverse event reported.